Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer stated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarm and able to rewound the insulin pump. Self test was passed. The insulin pump will not be returned for analysis.